Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID 97740, serial# (B)(4), product type: lead. (B)(4).

Event description:
The patient reported seeing the call your doctor screen on the patient programmer and noted she had an MRI several weeks ago. The patient pushed different buttons and was unable to get back to the call doctor screen. The patient was going to monitor the programmer and remember to write down any codes seen. If additional information is received, a supplemental report will be submitted. Indication for use included non-malignant pain.